Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for spinal pain. It was reported the patient was experiencing pain from their pump. The patient reported their pump kept sliding around, and it was causing more pain than it was helping. The patient reported it was inflamed. It was reported if it was really inflamed and pressed on a nerve, it would put tears in his eyes. It was indicated the pump was more by their spine. No interventions were mentioned. It was indicated the pain from the pump started about a month and a half to two months earlier, relative to (B)(6) 2019. The patient was going to the doctor on the day of the call, (B)(6) 2019. The patient stated they were thinking about having the pump taken out. The patient planned to ask if they can have their pump and implantable neurostimulator explanted at the same time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The patient's medical notes from (B)(6) 2019 were provided. The patient's reason for their appointment was provided as low back pain. The patient presented for continued evaluation of their chronic pain with complaints of low back pain with associated increased pain in their left calf with muscle spasms and cramping. The pain was noted as continuous and sharp, throbbing, and aching in nature. The patient's pain was at an 8 on the pain scale. Associated symptoms included: numbness and tingling in the ble (bilateral lower extremity). The pain was aggravated with excessive movement and activity. The pain was relieved/controlled with resting and their current medication. The patient stated the pump has moved upward toward his spine which was causing pain and discomfort. It was indicated the patient's functional level has improved while taking opioid medications. No side effects were reported. The patient was questioning if the pump was "even worth it" because it had to be replaced "so often." It was indicated that the patient also had arm pain, joint pain, leg pain, arthritis, and hip pain. The patient was hesitant to have any surgical procedures because they did not like the recovery necessary. If anything, the patient would want their pump revised and moved back to the first place {please refer to manufacturer report number 3004209178-2019-05785 regarding the report of previous pump revisions}. The patient was contemplating having the device removed. No surgical consults were needed at this time. The medications were refilled with no change. The patient was to continue their medications. Examination of the cervical spine/neck indicated that myofascial trigger points were present. Examination of the lumbar spine/lower back indicated that the left lumbar segments were tender to palpation, the implanted pain pump was located in the left lower lumbar spine and their spinal cord stimulator battery was located in the right lower lumbar spine. The patient's range of motion was limited due to pain. Assessments included: other intervertebral disc displacement, lumbar region and lumbosacral region; radiculopathy, lumbar region; post-laminectomy syndrome; sacroilitis; sprain of ligaments of lumbar spine; major depressive disorder, single episode. The patient's concomitant medications included: percocet, flexeril, iburprofen, benadryl, lexapro, cyclobenzaprine, and gabapentin. The patients' medical history included chronic pain and depression. The patient's surgical history included: laminectomy and nerve block. The patient's allergies included: poison ivy scrub, tetanus toxoid adsorbed, penicillin, and bee stings.